Manufacturer narrative:
On 25 mar 2016, the medical affairs director performed a clinical evaluation and commented as follows: acetabular cup in a (B)(6) tha mobilized. According to report, bone quality was very poor. There is no imaging representing post-primary position of the cup. Early mobilization of press fit acetabular cups is a known and described complication of tha and may have a variety of causes. Root cause cannot be identified in this case with the information available. Batch review performed on 04 april 2016. Lot 154799: (B)(4).

Event description:
Patient came in complaining of pain due to the cup loosening. Patient had poor bone quality so the cup would not hold. The surgeon replaced cup and liner and left the primary stem and head. The surgery was completed successfully. Explants are available.

Manufacturer narrative:
This follow-up report is being submitted to amend the previously reported information about explants availability: the explants will not be returned to medacta international for further investigation.